Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2020, an error in positioning of a clavicular hook plate in a patient with acromio-cavicular joint lesion occurred. The operating manual suggests a placement in alignment of the dorsal aspect of the lateral clavicle. In this case, the hook was placed further anterior which caused a misalignment of the joint causing non-healing of the ligaments leading to revision surgery. No further information available. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - plates: 3.5 mm lcp clavicle hook plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown lcp clavicle hook plate / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, an error in positioning of a clavicular hook plate in a patient with acromio-cavicular joint lesion occurred. The operating manual suggests a placement in alignment of the dorsal aspect of the lateral clavicle. In this case, the hook was placed further anterior which caused a misalignment of the joint causing non-healing of the ligaments leading to revision surgery. No further information available. This complaint involves one (1) device. This report is for one (1) unk - plates: 3.5 mm lcp clavicle hook plate. This is report 1 of 1 for (B)(4).